Manufacturer narrative:
Failure analysis confirmed the insulin pump had unresponsive button then button error alarmed due to corroded on keypad trace. No moisture damage found on electronic assy and motor. There was no cosmetic damage found on the case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, unresponsive keypad, and had moisture damage. The customer's blood glucose reading was 138 mg/dl. The customer stated the insulin pump was exposed to moisture; perspiration. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.